Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myalgia, breast reduction and cesarean section. Concurrent conditions included sexually transmitted disease, forehead swelling, neck swelling, mass, fatigue, arthralgia, adenomyosis, pelvic pain, dysmenorrhea, incision site pain, vaginal discharge, pelvic adhesions and overweight. Concomitant products included ibuprofen, lidocaine and megestrol acetate from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("hip pain") and neck pain ("neck pain"). In (B)(6) 2014, the patient experienced rash ("allergic or hypersensitivity reaction type: rash") and pruritus ("itch my skin"). In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced tooth loss ("dental problems : lost two teeth"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with caffeine;paracetamol (excedrin), paracetamol (tylenol), surgery (total laparoscopic hysterectomy, laparoscopic bilateral salpingectomy,cystoscopy) and crown replacement. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, pruritus, female sexual dysfunction, tooth loss, abdominal pain, arthralgia, neck pain, fatigue, weight increased and dysgeusia outcome was unknown and the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, nausea, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, neck pain, pelvic pain, pruritus, rash, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013, (B)(6) 2012 she did not claim that essure worsened a previously existing injury/condition. Current weight 144 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure micro insert are in satisfactory position bilaterally with evidence of bilateral tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received- events ¿abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: rash, itch my skin, apareunia (inability to have sexual intercourse), migraines/ headaches, nausea, dental problems : lost two tooth, dyspareunia (painful sexual intercourse), abdominal pain, hip pain, neck pain, fatigue, weight gain, hair loss and metallic taste in mouth¿, reporter information, concomitant and treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myalgia, breast reduction and cesarean section. Concurrent conditions included sexually transmitted disease, forehead swelling, neck swelling, mass, fatigue, arthralgia, adenomyosis, pelvic pain, dysmenorrhea, incision site pain, vaginal discharge and pelvic adhesions. Concomitant products included ibuprofen and lidocaine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, laparoscopic bilateral salpingectomy,cystoscopy essure ,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure micro insert are in satisfactory position bilaterally with evidence' of bilateral tubal occlusion. Small approximately 8mm rounded filling defect along the right uterine cornu most likely representing submucosal uterine fibroid protruding into the endometrial canal, although small sessile uterine polyp/mass would be a differential possibility. Ultrasound thyroid - on (B)(6) 2014: small colloid cysts lower pole right thyroid lobe otherwise normal exam of the thyroid. No suspicious findings. Several submandibular lymph nodes were noted bilaterally during the examination. Which appear mildly prominent and with fatty hila consistent with reactive nodes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myalgia, breast reduction and cesarean section. Concurrent conditions included sexually transmitted disease, forehead swelling, neck swelling, mass, fatigue, arthralgia, adenomyosis, pelvic pain, dysmenorrhea, incision site pain, vaginal discharge, pelvic adhesions and overweight. Concomitant products included ibuprofen, lidocaine and megestrol acetate from (B)(6)2013 to (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("hip pain") and neck pain ("neck pain"). In (B)(6)2014, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash") and pruritus ("itch my skin"). In (B)(6)2014, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced tooth loss ("dental problems : lost two teeth"). In (B)(6)2016, the patient experienced nausea ("nausea"). In (B)(6)2016, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6)2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("back pain"). The patient was treated with caffeine;paracetamol (excedrin), paracetamol (tylenol), surgery (total laparoscopic hysterectomy, laparoscopic bilateral salpingectomy,cystoscopy essure ,cystoscopy) and crown replacement. Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dermatitis allergic, female sexual dysfunction, migraine, nausea, tooth loss, dyspareunia, abdominal pain, fatigue, weight increased, alopecia and back pain had resolved and the pruritus, arthralgia, neck pain and dysgeusia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, neck pain, pelvic pain, pruritus, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2013, (B)(6)2012 she did not claim that essure worsened a previously existing injury/condition. Current weight 144 lbs. Patient received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse) ,chronic, back, pelvic pain, abdominal pain, apareunia, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: essure micro insert are in satisfactory position bilaterally with evidence of bilateral tubal occlusion.bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- the outcome of events pelvic pain, abdominal pain, apareunia, dental problem, fatigue, weight gain and allergic rash was updated from unknown to recovered. New event back pain was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myalgia, breast reduction and cesarean section. Concurrent conditions included sexually transmitted disease, forehead swelling, neck swelling, mass, fatigue, arthralgia, adenomyosis, pelvic pain, dysmenorrhea, incision site pain, vaginal discharge and pelvic adhesions. Concomitant products included ibuprofen and lidocaine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, laparoscopic bilateral salpingectomy,cystoscopy essure ,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure micro insert are in satisfactory position bilaterally with evidence' of bilateral tubal occlusion. Small approximately 8mm rounded filling defect along the right uterine cornu most likely representing submucosal uterine fibroid protruding into the endometrial canal, although small sessile uterine polyp/mass would be a differential possibility. Ultrasound thyroid - on (B)(6) 2014: small colloid cysts lower pole right thyroid lobe otherwise normal exam of the thyroid. No suspicious findings. Several submandibular lymph nodes were noted bilaterally during the examination which appear mildly prominent and with fatty hila consistent with reactive nodes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr was received : case became valid & incident. Event injury nos replaced with pelvic pain female & dysmenorrhea. Lot number, new reporter information, lab test added, medical history, product information were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.